Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sleeve gastrectomy, a new reload was placed in the first stapler. On the second firing there was a huge gap at the distal part of the stapler (the anvil and the jaws), it wouldn't close. That stapler was set aside. A second stapler was fired successfully with a green reload. The second stapler was reloaded and upon firing there was decambering again, the gap between the anvil and the jaws. Case completed with third device of the same product code. There were no patient consequences reported.